Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that their implant stopped working. The patient stated the device was replaced. Patient stated revision occurred on (B)(6) 2019. No further complications were reported/anticipated.